Event description:
It was reported that the unspecified bd¿ 20g catheter valves were defective and leaked blood during use. The following information was provided by the initial reporter: "this has happened multiple times over the past month. It has not been an isolated incident. The valves are not working causing the blood to flow out and get on to the patient which is a big inconvenience because this is a voluntary service that is supposed to be premium. The spilling of blood has caused me to give away over $1000 in services to make up for this potentially avoidable issue."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.